Event description:
It was reported that on (B)(6) 2012, the patient underwent a stenting procedure in a 70% stenosed, mildly calcified, left internal carotid artery with one xact stent. The patient experienced hypotension after stent deployment and post dilatation but before the embolic protection device was removed. The patient was treated with intravenous neo-synephrine and remained hypotensive in the intensive care unit. A dopamine infusion was initiated along with oral midodrine. The patient's condition improved and the patient was discharged home on (B)(6) 2012. The patient was continued on oral midodrine 5mg every 8 hours for an additional three days after discharge. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Other: bivalirudin. Embolic protection device: emboshield nav6. There was no reported product deficiency. The reported patient effect of hypotension is a known observed and potential adverse event of stenting procedures as listed in the xact carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.